Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The impurity was discovered during the preparation of the drug, i.e. Before patient use. Since we also use these syringes for propofol, which is white, it is impossible to say whether there are more products involved in this. Impurities were detected which, when we removed the stamp, were described as a grease or silicone-like substance. Short description - dirty. When did the incident occur? Before use.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one video, two photos, and two physical samples were provided to our quality team for investigation. Through visual inspection, a white deposit was observed on the stopper. Characterization testing was performed to identify the composition and found the deposit is silicone from the stopper. A device history review was performed for reported lot 2407129, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples from the reported lot were used for additional evaluation. All product was inspected and no foreign matter or other contamination was observed within any of the devices. Manufacturing equipment undergoes routine cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. Based on our investigation and sample evaluation, it was determined an excess of silicone accumulated within the lines that carry the stopper. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.